Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Only the connector portion of the lead was returned in one piece without identified device or use problem. A malfunction based on analysis was found. Visual examination found full breach sheath degradation only adjacent to the connector boot at 6.7 cm from the connector pin. The silicone insulation beneath was intact. No other anomalies were found.

Manufacturer narrative:
Correction: h11: field should reflect the following: no complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach sheath degradation adjacent to the connector boot. The silicone insulation beneath was intact.